Event description:
While treating a patient with the model 3100b, the oscillator overheat caution light illuminated. The 3100b continued to be used, however, to treat this patient. The patient was weaned to lower settings on the 3100b during the second day of treatment, thus eliminating the overheat condition. The patient was not compromised.